Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626289, 3079569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), "), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the headache, menorrhagia, fatigue, alopecia and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy discrepancy noted: imagining procedure done on (B)(6) 2008 states right occlusion only, bilateral occlusion; however the following statement is contradictory. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: right occlusion only, bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: lot number added. Reporter information and rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 3079569-inv, (B)(6)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), "), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the headache, heavy menstrual bleeding, fatigue, alopecia and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy. Discrepancy noted: imagining procedure done on (B)(6), 2008 states right occlusion only, bilateral occlusion; however the following statement is contradictory. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: right occlusion only, bilateral occlusion. Lot number reported (3079569) is invalid. Lot number:626289. Manufacture date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 3079569-inv, 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), "), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the headache, heavy menstrual bleeding, fatigue, alopecia and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)-2008,(B)(6)2008, (B)(6)2008. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy discrepancy noted: imagining procedure done on (B)(6), 2008 states right occlusion only, bilateral occlusion; however the following statement is contradictory. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)-2008: results: right occlusion only, bilateral occlusion. Lot number reported (3079569) is not valid. Most recent follow-up information incorporated above includes: on (B)(6)-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), "), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the headache, menorrhagia, fatigue, alopecia and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2008, (B)(6) 2008. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy. Discrepancy noted: imagining procedure done on (B)(6) 2008 states right occlusion only, bilateral occlusion; however the following statement is contradictory. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: right occlusion only, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches were added. Patient information and lab data were added no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.